Event description:
Dexcom g6 sensor inaccuracy: 8:39am g6 reading 232, finger stick reading is 175. That is a mard of 32.6%, which is outside the allowed 20% range. Dexcom g6 sensor inaccuracy: 11:13am g6 reading 139, finger stick reading is 101. That is a mard of 37.6%. Replacing this sensor due to too many sensor inaccuracy readings over the last 24 hours, calibrations have not fixed this. Faulty product being replaced and dexcom refused to provide a replacement due to it not lasted the full 10 day period (replaced on day 7).